Event description:
It was reported that the day following the implant procedure, the patient experienced chest pain due a perforation of the ventricle caused by the right ventricular lead. The lead was found to be dislodged outside the cardiac wall; there was no effusion. It was also reported that the right atrial lead was undersensing p waves and oversensing r waves. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found. There was blood (not obstructed) on the distal conductor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pacing lead 2012 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.